Manufacturer narrative:
Evaluation revealed a misaligned display screen and (partially) dislodged force sensor pins. Review of the pump download history revealed loss of prime alarms associated with zero force.

Event description:
Evaluation revealed a misaligned display screen and (partially) dislodged force sensor pins.